Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/22/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:visual inspection revealed that there was a battery compartment crack. Evaluation also revealed that there was moisture inside the battery compartment. The keypad cover was fully intact; no damage was observed. During testing, the ok and contrast keypad buttons were found to be intermittently unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. A leak test was performed and a battery compartment leak was found. The pump case was removed and no additional evidence of moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.